Manufacturer narrative:
A customer from the united kingdom notified biomérieux of misidentification of salmonella when testing an isolate with vitek® ms (reference 410895). An internal biomérieux investigation was performed. Conclusion on the system: analysis of the ecal mzml files confirms that the customer's system was operational when the tests were done; however, the spot preparation was non-optimal (the "all peaks number" from the calibrator strain is heterogeneous - it can be extrapolated to sample spot preparation). Conclusion on the identification: regarding the information provided, the most probable identification is salmonella spp. No information about the species name. Strain submission- the strain was submitted and testing on vitek® ms indicated the identification as salmonella group. The customer misidentification was not reproduced in-house. Suspected cause of the issue : the investigation results support the conclusion that the identification issue was due to a non-optimal spot preparation.

Event description:
A customer from the (B)(6) notified biomérieux of misidentification results when testing an isolate with vitek® ms (reference (B)(4)). The isolate was identified as salmonella with vitek® 2 and chromogenic salmonella media. Vitek ms obtained an identification of citrobacter species. The customer reported that no patient results were affected and no wrong results were reported to a physician. They reported that there was no patient harmed or treated incorrectly. There was a delay in reporting result, but the length of the delay was not noted. An internal biomérieux investigation will be initiated.